Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018 . Explanted: product type lead section d information references the main component of the systemproduct type: lead product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2019,. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jul-2022, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jul-2022, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was an MRI tech and was told that "it wasn't working". Caller took that as the controller wasn't working. Reviewed eligibility could come from the managing doctor. Caller doesn't have any other information related to this and noted the patient is a poor historian. No symptoms were reported. Additional information received. It was reported that spinal cord wire became unattached from the ins. Patient has been ill but once they are better correction will be made.

Event description:
Additional information received from the rep stated that it was never confirmed that patient¿s wire became unattached from the implant. It was doctor¿s decision to plan a surgery to resolve the connection issue, but surgery was never scheduled. On (B)(6) 2021, rep got a message from the doctor stating that the surgery will not be performed due to patient being high risk due to other/unrelated health issues.

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.